Event description:
It was reported the patient presented to technical services. During trouble shooting, it was determined the implantable cardioverter defibrillator (ICD) could not establish a bluetooth connection with the patient's phone. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the patient was brought into clinic and no malfunctions were seen on the implantable cardioverter defibrillator (ICD). The patient was in stable condition.